Manufacturer narrative:
Product ID: 309328, lot# 0209204038, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for urge incontinence and pollakiuria. It was reported that the patient was not able to increase the intensity of the ins via the remote control on (B)(6) 2018. Factors that may have led or contributed to the issue were unknown. Actions taken to resolve the event included the neuromodulator being reprogrammed. The issue was resolved at the time of this report. Additional information was received reported that the event occurred after the patient had an MRI on (B)(6) 2018. It was noted that the patient stopped their ins before an MRI. No further complications were reported or anticipated.